Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier (bio-ID) driver needed to be updated, bio-ID is slow and just flashes without reading the fingerprint. A technical support specialist (tss) deployed package es lumidigm biometric identifier 9.6.41540 update package version 1.3.0 build 13, validated biometric identifier sensor was using latest drivers, confirmed "lumi dvc svc" service was installed and running, verified senginecore.exe process was active, rebooted station into application mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es after the 1.11 upgrade, the station experienced biometric identifier issues. The user facility reported that biometric identifier required at least 3 to 4 attempts before the screen was no longer blacked out and able to read fingerprints. The biometric identifier response was slow and only flashed without reading the fingerprint. However, there were no delays or adverse events or injuries reported based on this event.